Manufacturer narrative:
(B)(4).

Event description:
It was reported when the kit was examined prior to use, they found the introducer needle hub was cracked. As a result, it was not used and a new kit was used successfully. There was no delay in treatment and no pt death or complications reported.